Event description:
During cataract removal the zonules broke and the posterior capsule fell to the back of the eye. A vitreoretinal surgeon was not available which caused hyperpressure with loss of vision.